Manufacturer narrative:
It was reported that a 6f avanti + catheter sheath introducer (csi) developed issues with clotting during use. The sheath was removed with no reported patient injury. The patient was undergoing a diagnostic procedure and his/her vasculature accessed with the csi without any issues. The device had been inspected prior to use and had appeared normal. It had been prepped according to the instructions for use (IFU) without issue. Since the patient was undergoing a diagnostic procedure, no anticoagulants had been administered. The csi was flushed copiously during the procedural catheter exchanges. After the procedure, the patient was transferred to recovery for planned sheath removal with manual compression. In preparation for sheath removal, the device was flushed a final time and clotting issues were noted. The sheath was removed and manual compression applied with no reported patient injury. The product was not returned for evaluation. A review of the manufacturing records revealed that the lot of products met specification prior to release. According to the product IFU once vascular access is obtained and the device aspirated and flushed, the user should consider the establishment of heparinized solution or suitable isotonic solution via the sideport extension. The addition of a heparinized saline drip via the sideport can help in the prevention of thrombus formation. When removing the sheath, the user is instructed to aspirate via the sideport extension to collect any fibrin that may have been deposited within or at the tip of the sheath. Lastly, the product IFU includes thrombus formation as a potential complication with the use of this device. Based on the information available for review, there are procedural factors (no prophylactic anticoagulation) that may have contributed to the event reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the account reported that they had experienced issues of clotting of the 6 fr. Avanti plus catheter sheath introducers (csi) even with frequent flushing. The account estimated three to four occurrences during the past three months. The issue was not occurring with other sheaths. There was no reported patient injury or any loss of vascular access in any of the instances. There was no reported difficulty obtaining vascular access. The sheaths were being copiously flushed during catheter exchanges. The patient was not anticoagulated-diagnostic procedure only. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. A final flush was performed after the reported product issue was noted and the patient sent to recovery for sheath removal/manual compression. The procedures were completed successfully without patient injury. No additional information is available.

Manufacturer narrative:
The product has not been returned for inspection as yet. Additional information will be submitted within 30 days upon receipt.